Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review cannot be completed without a provided lot number.

Event description:
The event occurred on an unknown date (B)(6) 2019. The customer reported a primary plum set that leaked during an infusion of paclitaxel. The location of the leak was on the filter and continued through the infusion. There was no blood loss, no obvious defect was noted and the tubing was replaced and therapy resumed. The leak came into contact with the patient and leak was treated as per spillage protocol. No harm was reported.